Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("unusual and prolonged periods (irregula and prolonged menstruation)"), allergy to metals ("nickel poisoning"), dyspareunia ("painful intercourse / pain during intercourse"), abdominal pain lower ("cramping"), depressed mood ("she was no longer as happy"), asthenia ("she was no longer energetic"), dysmenorrhoea ("severe menstrual pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic tubal ligation via tubal cautery to remove essure device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menometrorrhagia, allergy to metals, dyspareunia, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: he said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Additionally, he was forced to take on full household duties, while caring for his wife, post essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place, fallopian tubes occluded most recent follow-up information incorporated above includes: on 11-may-2018: case correction: after an internal review, it was noted that plaintiff's husband reported further information. According to him, his wife was no longer as happy and energetic as she once was prior to undergoing the implantation of essure. She also experienced severe menstrual pain, irregular and prolonged menstruation, heavy and abnormal bleeding, pain during intercourse, abdominal pain and cramping. He said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Additionally, he was forced to take on full household duties, while caring for his wife, post essure removal surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a 32-year-old female patient who had essure (batch no. A06326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included general body pain and pneumonia. Previously administered products included for an unreported indication: mirena. Concomitant products included bupropion hydrochloride (wellbutrin), celecoxib (celexa), clonazepam (klonopin), escitalopram oxalate (lexapro) and oxcarbazepine (trileptal). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("unusual and prolonged periods (irregular and prolonged menstruation)"), allergy to metals ("allergic to gold, cobalt and nickel poisoning/ nickel allergy/ intense allergies"), abdominal pain lower ("cramping"), menstruation irregular ("unusual menstrual cycles"), migraine ("worsening migraines"), post-traumatic stress disorder ("worsening of ptsd"), anxiety ("anxiety"), bipolar disorder ("bipolar disorder"), depression ("depression") and tooth disorder ("dental issues"), 20 days after insertion of essure. On an unknown date, the patient experienced dyspareunia ("painful intercourse / pain during intercourse"), depressed mood ("she was no longer as happy"), asthenia ("she was no longer energetic"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("abdominal pain"), rash ("mild rash"), dyspnoea ("shortness of breath"), rash macular ("itchy spots"), fatigue ("fatigue"), blister ("blisters"), insomnia ("trouble sleeping") and headache ("headache"). The patient was treated with surgery (laparoscopic tubal ligation via tubal cautery to remove essure device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, abdominal pain lower, menstruation irregular, blister, insomnia and headache had resolved, the genital haemorrhage had not resolved and the menometrorrhagia, dyspareunia, depressed mood, asthenia, dysmenorrhoea, abdominal pain, migraine, post-traumatic stress disorder, anxiety, bipolar disorder, depression, tooth disorder, rash, dyspnoea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, asthenia, bipolar disorder, blister, depressed mood, depression, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, headache, insomnia, menometrorrhagia, menstruation irregular, migraine, pelvic pain, post-traumatic stress disorder, rash, rash macular and tooth disorder to be related to essure. The reporter commented: he said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Additionally, he was forced to take on full household duties, while caring for his wife, post essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils in place, fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-may-2019: plaintiff fact sheet-events nickel poisoning/nickel allergy, unusual bleeding, unusual menstrual cycles, cramping and pain, worsening migraines, worsening of ptsd, anxiety, bipolar disorder, depression and dental issues were added. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("unusual and prolonged periods"), allergy to metals ("nickel poisoning"), dyspareunia ("painful intercourse") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic tubal ligation via tubal cautery to remove essure device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menometrorrhagia, allergy to metals, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dyspareunia, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place, fallopian tubes occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("unusual and prolonged periods (irregula and prolonged menstruation)"), allergy to metals ("nickel poisoning"), dyspareunia ("painful intercourse / pain during intercourse"), abdominal pain lower ("cramping"), depressed mood ("she was no longer as happy"), asthenia ("she was no longer energetic"), dysmenorrhoea ("severe menstrual pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic tubal ligation via tubal cautery to remove essure device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menometrorrhagia, allergy to metals, dyspareunia, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: he said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Additionally, he was forced to take on full household duties, while caring for his wife, post essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place, fallopian tubes occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.